Manufacturer narrative:
One device was returned for repair with complaint that the device has a bubbled and delaminated downstream occlusion (dso) seal. Log events was reviewed and there are no errors related to the complaint. There were no services reported previously. Visual/functional testing was performed. During visual inspection it was confirmed that the dso seal was damaged. The complaint was verified, and the dso seal was replaced.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a bubbled and delaminated dso seal. The event occurred during testing and there was no patient involvement.